Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited out of range shock impedances that were greater than 125 ohms on the right ventricular (rv) lead. In addition, the patient heard the ICD emitting tones. At this time, the ICD and rv lead remain in service. The patient is being monitored. No adverse patient effects were reported.